Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Additionally, this device recorded electromagnetic interference (emi) artifacts on the right atrial (ra) channel. These artifacts were oversensed, resulting in inappropriate atrial tachy response (atr) episodes. Device replacement and ra lead revision were recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted to correct field h6: device codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Additionally, this device recorded electromagnetic interference (emi) artifacts on the right atrial (ra) channel. These artifacts were oversensed, resulting in inappropriate atrial tachy response (atr) episodes. Device replacement and ra lead revision were recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted to correct field h6: device codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Additionally, this device recorded electromagnetic interference (emi) artifacts on the right atrial (ra) channel. These artifacts were oversensed, resulting in inappropriate atrial tachy response (atr) episodes. Device replacement and ra lead revision were recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that this pacemaker was explanted and successfully replaced. No adverse patient effects were reported. This pacemaker has not been returned for analysis.